Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified vessel. A 3.00 x 20 synergy ii drug-eluting stent was advanced for treatment. However, resistance was felt when advancing the device through the lesion, and when the device was removed, the stent was found to be concertinaed. The procedure was completed with a different device. No patient complications were reported.